Event description:
The customer reported via phone call that she was changing the battery when the insulin pump alarmed battery out limit. The customer tried two different batteries but the bad battery alarm came back. She could not clear the alarm. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.